Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported impact to the customer's blood glucose (bg) level. Reportedly, the altitude alarms were cleared by reloading the cartridge.

Manufacturer narrative:
Device not returned.